Manufacturer narrative:
Analysis found internal abrasion at 11.9cm to 14.7cm from the distal tip with an externalized rv cable. External abrasion was noted at 12.5 to 14.0cm from the distal tip, consistent with friction to another device. Electrical tests indicated normal characteristics.

Event description:
It was reported that patient received inappropriate therapy due to noise. Increased impedance was noted. X-ray was taken and externalized conductors were suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.